Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent a revision surgery for the removal of adhesions which caused knee stiffness. The original date of implant was on (B)(6) 2017. During the surgery, the cannulated screw broke, leaving a portion of the shaft inside the femoral condyle. The screw broke while using the unknown pliers. There was a surgical delay of approximately one (1) hour. The procedure was successfully completed. Patient status is stable. Concomitant devices reported: unknown - pliers: trauma (part # unknown, lot # unknown, quantity # 1). This report is for one (1) unknown - screws: cannulated. This is report 1 of 1 for (B)(4).